Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, the customer contacted a field service engineer (fse) and reported that the erbe grounding plate was not recognized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The da vinci surgery technical assistance team (dvstat) was not contacted for troubleshooting and the customer contacted the fse directly. The customer had attempted to power cycle the erbe, to reseat the grounding pad connection, to replace the grounding pad, and to reposition it on the patient to resolve the reported issue to continue the procedure. The issue had occurred during a tarup procedure with dr. Stijn van hoef. There was no patient injury as a result of the issue. The customer connected the force triad to complete the procedure robotically. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and reported that the xi system was functional during startup and the erbe generator gave no errors at startup. When the customer connected the neutral/grounding pad, the erbe generator did not recognize the neutral plate and there was a red icon from the dual neutral plate visible. The customer reported that the system did not initially power on without errors. The customer contacted the fse directly for troubleshooting. The customer attempted to resolve the problem by power cycling the erbe generator, replacing the neutral cable and plate, and testing the cables on another xi system that they were also starting up to be sure that the cable was not the issue. The cables were confirmed to be in good condition. The fse then asked the customer to enter the service menu of the erbe generator and change the neutral plate setting from dual pad to either way to see if this helped with the grounding pad recognition issue, but it also did not resolve the problem. The fse told the customer that the erbe generator needed to be replaced. There was no patient injury as a result of the issue. The customer connected the system with a backup force triad generator and the procedure was completed robotically with this generator. The fse then replaced the erbe generator at the end of the day.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported (neutral pad issue) error was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all port recognized instruments. As a safety precaution the unit will be return to OEM to determine the root cause and for further investigation. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the faulty component of the erbe generator.